Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the equinoxe shoulder study, approximately 1 year(s) and 7 month(s) post implantation of left a second revised tsa, the patient presented with aseptic glenoid loosening. Patient reports significant left shoulder pain and believes it is infected again. Patient feels shoulder is " not quite right" again. Denies constitutional symptoms to include fevers, chills, night pain. Approximately 9 months earlier, the report indicated unexplained pain in left shoulder. Wbc scan to rule out infection but having left shoulder pain. This was resolved a month later and scan negative for infection. Patient has no pain and doing better. This outcome of the event was resolved by repeat nuclear medicine, wbc scan, infection labs and finally a standard reverse revision of the left shoulder. The clinical report indicates that the event is possibly related to the device(s) and/or to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6 - clinical code. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have resulted from humeral component loosening. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.